Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that a few days after programming of the deep brain stimulation (dbs) system, the patient fell due to unsteadiness on her feet, and broke her hip. The patient underwent an magnetic resonance imaging (MRI) scan, was hospitalized and will undergo a hip replacement surgery. It is unknown as to whether the fall was stimulation or device related. No devices will be returned as they all remain implanted.